Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronics. The pump was received with moisture damage at the motor. Unable to verify the button error alarm due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage, blank display and button error alarm from the insulin pump. The customer's blood glucose reading was 210 mg/dl. The customer stated that the pump was knocked into the pool. The customer stated that there was a blank display. The customer stated that the pump was not working and he cannot see the screen. The customer stated that there is fluid under the lcd display. The customer stated that there was also a button error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.